Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records for the tibial component were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under 1822565-02-10-2015-002-r. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore, a known inherent risk of the procedure. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes indicate that the components were cemented into place; however, it does not indicate which components were cemented. Full extension and 125 degrees of flexion with excellent stability were noted with the final implants. No intraoperative complications were noted. Operative notes from the revision surgery indicate that the tibial component had subsided medially with some evidence of micromotion. The femoral component was noted to be well fixed. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the pt underwent a revision surgery because of possible loosening. It was stated that the bottom implant was loose and was chewing up the bone.